Manufacturer narrative:
The call ended before the customer's personal information or product information (d4) could be obtained. It's not possible to determine the manufacture date without the product information

Event description:
The customer alleged to have purchased a meter at a local store that reads in mmol/l instead of mg/dl. There was no allegation of an adverse event.the customer opted to have his meter traded out at the pharmacy. The call ended before further details could be obtained.